Manufacturer narrative:
Estimated date. The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The patient effect of pseudoaneurysm is listed in the proglide instructions for use as a potential adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device with a 7f sheath after an embolization of the splenic artery aneurysm interventional procedure. Reportedly, the patient had a follow-up CT scan and at that moment a 5mm pseudoaneurysm was noted. The patient was asymptomatic and there was no reported intervention. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.